Event description:
Per the edwards lifesciences field clinical specialist report, during a transfemoral tavr procedure there was severe spasm of the femoral artery, which led to perforation during removal of the 24fr retroflex3 (rf3) introducer sheath. Case summary: the left common femoral artery (lcf) was pre-closed for a percutaneous approach of the rf3 system. The lcf was serial dilated with 18mm, 22mm and 25mm retroflex3 dilators. The 24fr rf3 introducer sheath was advanced without any difficulty. After successful implant of a 26mm sapien valve, the rf3 introducer sheath was unable to be removed due to severe spasm of the vessel. Vasodilators were administered directly to the vessel without relief of the spasm. The patient was also put into a deeper induction of anesthesia trying to relax the body more. This too was without relief of the spasm. It was decided to remove the sheath with the introducer with as little force as necessary. The sheath was retracted back slightly with moderate force and an angiogram revealed a perforation. A 40cc coda balloon was inserted through the right common femoral (rcf) artery and inflated just below the renal arteries. The rf3 sheath was then retracted further with moderate force to just above the insertion site. Two gore viabahn stents (13mmx10mm and 11mmx10mm) were implanted antegrade through the rf3 sheath. A surgical cut-down was performed and a gore 10mm surgical graft was used to repair the lcf artery. Upon removal of the rf3 sheath it was noted that part of the vessel's intima was adhered around the sheath. The patient was transferred to the unit in stable condition with good pulses in his distal left leg. Nineteen days after tavr, the patient was readmitted for leg incision drainage.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 24 fr sheath is 8mm. According to the information provided the patient¿s access vessel minimum luminal diameter measured 8mm with no calcification and mild tortuosity. In this case, the cause for the reported left femoral artery perforation found upon removal of the 24fr rf3 sheath cannot be confirmed; however, per report before removing the device the patient experienced a lcf severe vasospasm which could not be relieved with medications. It appears that the event was related to patient factors (e.g. A borderline vessel diameter for a 24fr sheath, severe access vessel vasospasm) in combination with procedural factors (i.e. Additional force applied to remove the sheath). The device was not available for evaluation; however, there was no allegation of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.